Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 12/07/2007 and 12/11/2007 by mail, fax and telephone. A completed questionnaire was returned.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient has two diopters of astigmatism. In a follow-up, the surgeon reports the outcome of event as "poor."